Event description:
Incisinal dehiscence with discharge 6 months after transvaginal urethral sling implant.

Manufacturer narrative:
A) co has made 3 separate requests for info from the physician with no response and have decided to close out this report. Co notes that the occurrence is consistent with the events leading to the action of z-061/063-7. This does not represent an outcome from a new implant made prior to the z-061/063-7 action. B) see h9, safety alert was distributed and "urethral sling" was removed from labeling. Co considers this report closed.